Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up the graphic user interface (gui) on an 840 ventilator timed out and was inoperable. The ventilator was not in use on a patient at the time the event occurred.